Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was also stated that the customer wears the infusion sets for more than two to three days. Attempted to call the customer several times for info regarding the hospitalization as well as troubleshooting. The customer called in, but was in a hurry and unable to troubleshoot. Nothing further was reported.